Event description:
Boston scientific received information that this patient was hospitalized after experiencing syncopal episodes. It was suspected there were pacing pauses of greater than 2 seconds. Upon interrogation of this pacemaker, an increase in pacing threshold measurements were observed, and was not capturing. The decision was made to reprogram the output. This patient will be followed-up in a few months. There were no additional adverse patient effects reported.

Manufacturer narrative:
This pacemaker remains in service. At this time there is no additional information. Should additional information become available this report will be updated.